Event description:
It was reported that this pt is experiencing difficulties with their hip implant and has had blood tests.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.